Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that during infusion of treprostinil using a smiths medical cadd medication cassette both of the patient's cadd legacy pumps exhibited "no disposable, pump won't run" alarms. Per reporter 77 ml remained in cassette. It was reported that a new cassette was subsequently placed. No adverse patient effects were reported. Per reporter no further details were provided.